Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 54106ud00 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 54106ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 54106ud00 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The samples were repeated on the architect i2000sr processing module for troubleshooting purposes only and all the results were consistent with the architect i1000sr processing module. However, the results on the architect i2000sr processing module were flagged with an exp (expired) flag. The customer stated the exp flag was due to the reagent being on the instrument beyond its onboard stability. The customer performed additional troubleshooting by testing one of the samples at another hospital with an architect processing module and the result was still elevated. The patient was tested on a roche platform and the result was negative. The following data was provided: on (B)(6) 2023 at 19:26 sid (B)(6). Architect i1000sr (B)(6) result = 166.5 pg/ml. Architect i2000sr (B)(6) result = 183.6 pg/ml (exp flag). On (B)(6) 2023 at 22:18 sid (B)(6). Architect i1000sr (B)(6) result = 171.0 pg/ml. On (B)(6) 2023 at 06:31 sid (B)(6). Architect i1000sr (B)(6) result = 177.3 pg/ml architect i2000sr (B)(6) result = 143.3 pg/ml (exp flag). On (B)(6) 2023 at 05:29 sid (B)(6). Architect i1000sr (B)(6) result = 123.3 pg/ml. On (B)(6) 2023 at 05:50 sid (B)(6). Architect i1000sr (B)(6) result = data not provided. Architect i2000sr (B)(6) result = 157.7 pg/ml (exp flag). Result from another hospital with an architech instrument = 0.263 ng/ml (263 pg/ml) result from roche platform = negative. Per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1-patient identifier: all the sids are from one patient. Sids = (B)(6). This report is being filed on an international product, architect stat high sensitive troponin-I, list number 03p25-27, that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The samples were repeated on the architect i2000sr processing module for troubleshooting purposes only and all the results were consistent with the architect i1000sr processing module. However, the results on the architect i2000sr processing module were flagged with an exp (expired) flag. The customer stated the exp flag was due to the reagent being on the instrument beyond its onboard stability. The customer performed additional troubleshooting by testing one of the samples at another hospital with an architect processing module and the result was still elevated. The patient was tested on a roche platform and the result was negative. The following data was provided: 19sep2023 at 19:26 sid(B)(6) .architect i1000sr (isr03177) result = 166.5 pg/ml architect i2000sr (isr05995) result = 183.6 pg/ml (exp flag) 19sep2023 at 22:18 sid (B)(6) architect i1000sr (isr03177) result = 171.0 pg/ml 20sep2023 at 06:31 sid (b)(6_architect i1000sr (isr03177) result = 177.3 pg/ml architect i2000sr (isr05995) result = 143.3 pg/ml (exp flag) 21sep2023 at 05:29 sid(B)(6) architect i1000sr (isr03177) result = 123.3 pg/ml 22sep2023 at 05:50 sid (B)(6) architect i1000sr (isr03177) result = data not provided architect i2000sr (isr05995) result = 157.7 pg/ml (exp flag) result from another hospital with an architech instrument = 0.263 ng/ml (263 pg/ml) result from roche platform = negative per the architect stat high sensitive troponin-I package insert, the 99th percentile range for the overall population = 26.2 pg/ml. No impact to patient management was reported.